Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 79-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. It was reported that the repositioning sheath could not be advanced into the artery; therefore, a .035 wire was inserted through the repositioning port and access was regained to the artery. The decision was then made to remove the impella and insert another 14fr sheath and a second impella cp.

Manufacturer narrative:
This complaint has been identified as a part of retrospective review. Due to limited clinical information and lack of available data/product, the root cause of this investigation is not determined. Medical safety review of the event was completed. There is not enough information to exclude the impella cp pump 1 as an associated factor to the patient¿s outcome. Regarding the introducer, there was ischemia and the physician decided against a fem-fem bypass. However, this is a serious injury attributed to the introducer." Note: the related manufacturing report number for the 14fr introducer sheath will be submitted in a following supplemental report. B2 death and date was inadvertently omitted on the initial manufacturer device report number 1220648-2024-08425. B5 additional information and patient outcome was inadvertently omitted on the initial manufacturer device report number 1220648-2024-08425. B7 was inadvertently omitted on the initial manufacturer device report number 1220648-2024-08425. D6a and d6b revised from the initial manufacturer device report 1220648-2024-08425 in accordance with updated procedures. F6/f8-should have been left blank on the initial manufacturer device report number 1220648-2024-08425 in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report 1220648-2024-08425 in accordance with updated procedures. G1 reporting contact facility name and fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2024-08425. H1 was erroneously selected on the initial manufacturer device report number 1220648-2024-08425. H6 health effect - impact code 1802 was inadvertently omitted on the initial manufacturer device report number 1220648-2024-08425.

Event description:
A patient in cardiogenic shock from an acute myocardial infarction was implanted with an impella cp device, experienced complications and subsequently expired the same day of implant. The patient presented with shortness of breath and underwent a left heart catheterization that revealed calcified stenosis of the left anterior descending artery (lad). Surgery was consulted and the decision was made for percutaneous coronary intervention (pci). During the pci, the patient formed thrombus in the circumflex artery and left anterior descending artery post shockwave. The decision made at this point to implant an impella cp device as bailout through the right femoral artery in order proceed with aspiration of the clot. Proper position was verified by fluoroscopy and the impella cp was flowing 2.7l/min at p6. After impella insertion, the physician continued with the procedure, aspirating the clot and placing drug-eluting stent to the distal lad noted with "great angiographic results." Postprocedure it was decided to remove the 14f peel-away sheath and advance the repositioning sheath. Due to the patient's body habitus and a possible hematoma, the repositioning sheath could not be advanced into the artery. Therefore, a .035 wire was inserted through the repositioning port and access was regained to the artery. The decision was then made to remove the initially placed impella cp and insert another 14fr sheath and a new impella cp. The new impella cp was opened and prepped. Prior to inserting new impella cp, an angiogram of the right femoral artery was taken, and it was shown that the 14fr sheath was occlusive. It was recommended to do an external fem-fem bypass; however, the physician decided against it. A dry closure technique was used to downsize the 14fr to a 9fr sheath using one proglide. The patient became bradycardic and lost pulsatility. A heroic effort was made to stabilize the patient but to no avail. The patient expired.